Event description:
It was reported that during a laparoscopic cholecystectomy procedure the staples did not stay on the tissue. The case was completed with another device of the same product code. No patient consequences were reported. All known information was reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: when clips did not stay on tissue, was there any bleeding? No. If bleeding occurred, please quantify amount of bleeding. N/a. Were any blood products given to patient? No. When clips did not stay on tissue, was there any leak from structure? No. If leak occurred, how was leak managed? N/a. Was there any change to procedure? Yes (surgeon changed to a er320 stapler). Was there any change to post-op patient care? No.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 16 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.